Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol returned in an unknown liquid. Iol is cut in half through the center of the optic. One haptic is broken/torn. The product investigation could not identify the root cause for the reported complaint "leading haptic fracture". Only the iol was returned for evaluation. Cartridge was not returned. Lens and haptic position for the advancement cannot be confirmed. Due to this, we are unable to complete a thorough investigation to determine a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had an hyperopic outcome of +2.25. Additional information has been received and stated that, the patient was not dilated at post operation. The next day they did an iol explant and during surgery, once patient was dilated, it was noted the iol leading haptic was "fractured" and iol was dislodged and decentered and which was seen on the monitor. The iol was shifted to the right and the edge of the lens was in visual axis. During the explant, the surgeon went to grab the leading haptic with the forceps and it came off. Surgeon explained to the reporter usually he would have to cut the haptic. The lens was removed without complication and a new lens was implanted after measuring with the system. The patient had requested to have better reading vision in this eye so a different power lens was used. Patient is very happy with the new lens. Also reported that, during the initial surgery, the haptic fracture was not noted. The reporter is the scrub tech who was in both surgeries. She said on implantation they hold the trailing haptic so there was no way they caused the issue to the leading haptic.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).